Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated to the complaint was not returned for analysis. The DHR analysis of the batch provided shows an initial conformance of this product with regards to its specification. For this batch, there was no deviation or non-conformance. Based on the information received and the investigation performed, the root cause of the incident could not be determined. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
7 oct 2015 (B)(4) update 22 sept 2015. Includes patient demographics, comorbidities, and implant stickers of competitor product. Team leader confirmed this is all information we are going to receive from hospital that is available. Left side. (B)(6). Activity independent, no aids, retired.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The glenoid was fractured during surgery as a result of the reamer being extremely blunt and the surgeon having to subsequently apply increased pressure for a longer duration of time. The outcome resulted in the surgeon having to revert to a delta xtend hemi cta head. Surgery delay 45 minutes - (B)(6) 2015. Glenoid instrument case tray 3 of 3. (B)(4).